Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced cardiac arrhythmia and required cardiopulmonary resuscitation. The resolution is unknown. Survival outcome at explant noted the patient expired. There was no allegation against the impella related to the patient¿s death. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.